Event description:
Monarc sling was placed around my urethra and is now causing major problems: protrusion, pelvic pain, kidney infections, bladder infections, painful intimacy, kidney stones, uti's, bleeding, inner thigh and pubic spasms, yeast infection, vomiting, diarrhea, light headedness, fatigue, leg pain (unable to walk at times) and stomach pain. Relevant tests: kidney stones, bladder test, kidney test, uti and urinary test, and blood test.